Event description:
The customer reported that sys displayed a fatal error. The fse found the sys had a communication error. This error resulted in a system lock up, however, the customer rebooted the system and finished the case. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sbc and sys interface board were replaced and the lemo connector was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.